Event description:
It was reported the system intermittently failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was repaired and then found to be operating as intended.